Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. Based on analysis of the returned device and scanning electron microscopy (sem) analysis, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that the lesion was located in the mildly tortuous, heavily calcified, 100% stenosed proximal circumflex. After pre-dilatation with a 1.5 mm trek balloon, the 2.5 x 15 mm trek was advanced to the lesion; however, the balloon ruptured on the first inflation of 8 atmospheres. The balloon was changed to an nc trek balloon and a xience prime stent was deployed successfully. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.